Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2016, data stored in device memories reviewed and it was noted that 24 hours heart rate curve was dropped to below basic rate (60 min-1).